Event description:
Report received from the USA stating that the device was "getting hot." The device was found outside of an operating room. It was unknown to the reporter whether or not the device was used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).